Event description:
Patinet secondary procedure has been pushed back from (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
At the completion of the investigation, the reported endoleak type iiib of the main body is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. There were also evidence to evidence to reasonable suggest strut fractures in the left distal main body stent occurred that was not included in the event as reported. The strut fractures were discovered during review of the 39 month post implant CT scan. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated, suprarenal, and limb graft in 2015. Patient presented recently with an endoleak type iiib. The physician plans to reline and procedure is scheduled for (B)(6) 2018. No additional patient sequalae has been reported at this time.